Event description:
A healthcare facility in (b)(6,) reported that four rt266 infant dual-heated evaqua2 breathing circuits each had a cracked swivel wye connector. This was found during the routine-checks and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the three complaint swivels and one sealed rt266 infant dual heated evaqua2 breathing circuit, including one swivel, were returned to fisher & paykel healthcare in (B)(4) for evaluation. The swivels were visually inspected and the circuit was pressure tested to check for performance. Results: the pressure test of the returned rt266 circuit showed that the product was performing within specification. Visual inspection of all four swivels revealed that the swivels had a crack along the taper of the swivel wye. Conclusion: we are unable to determine what may have caused the crack in the swivel wyes of the breathing circuits. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that four rt266 infant dual-heated evaqua2 breathing circuits each had a cracked swivel wye connector. This was found during the routine-checks and prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt266 evaqua2 breathing circuits are currently en route to fisher and paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.